Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed there was no sound at the speaker. The customer performed a reboot of the system, however the issue did not resolve. A philips clinical support specialist (css) spoke with the customer and requested that the customer increase the volume to 10. There was still no audible sound from the speaker. A follow-up with the biomedical engineer indicated that there was no active issue. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but there is no additional information available. If additional information is later obtained, the complaint will be reopened.

Event description:
The customer reported that they were not hearing audible red alarms at the central station. The device was not in use on a patient.